Event description:
It has been reported that there was no power to the system. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the rse says that the call was logged on the incorrect system that philips don¿t support and the issue reported did not occur on the current system. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had been reported on the incorrect system and no malfunction was identified on the current system. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.